Manufacturer narrative:
Continuation of medical devices - model: vedr01, implantable pulse generator (ipg); implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) and right ventricular (rv) leads both switched to unipolar polarity due to low pacing impedance. This resulted in the patient experiencing arrhythmia and asystole. The ra lead was capped. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.